Event description:
On (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The physician attempted to deploy a device in the left common iliac artery, but the left internal iliac artery was unintentionally covered about two-thirds by the device. The physician then attempted to push the device up by using the sheath, and the left internal iliac artery was then about one-thirds covered by the device and a blood flow was recovered. The physician elected to monitor it. The patient tolerated the procedure. Reportedly, during the deployment of the device the physician pulled down the sheath and the distal edge of the device was not deployed at the position as intended.